Manufacturer narrative:
The field service engineer (fse) found the tubing at vc11 had a slight cut in it and the fluid was spraying out on multiple areas. He trimmed and replaced the tubing. However, the instrument gave probe obstructed errors in addition to vls errors. He found solenoid 5 was not working, and found pv25 was not functioning because the solenoid which actuates that pv was not working. A second fse returned the next day to replace the 10-valve manifold which houses solenoid 5. (B)(4).

Event description:
The field service engineer (fse) reported a leak (2.5 cups) from the bottom of vc11 in the waste chamber on the coulter® lh 750 hematology analyzer while onsite to service the instrument for reported hgb background failures, vls diluent errors and probe obstruction errors. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.